Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from november 05, 2020 - november 06, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during use of the device. The reporter stated that the device ran six hours longer than expected. The device had been filled with 95ml 5-fluorouracil and 25ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.